Event description:
It was reported that blood temperature measurement was unstable, and it was unable to obtain a measurement. The error occurred twice out of four attempts to measure cardiac output.

Event description:
The facility representative reported a colleague infusion pump with a 570:320:654:0000 failure code (fc). The event was reported to have occurred during patient therapy in the mobile intensive care unit (micu) en route to a computed tomography (CT) scan. According to the hospital representative, therapy was stopped and the device was swapped out. The last service date for the pump was (B) (6) 2009 and has been updated with the latest updates. This device was also sent in for re-certification. Writer contacted the facility's risk manager (rm) who indicated that this involves a (B) (6) male with a history of quadriplegia since (B) (6). The patient was admitted for increased body aches, abdominal, and back discomfort. The rm indicated that the patient was agitated and the patient's blood pressure fluctuated throughout the admission and this was not specifically associated with the incident. Writer received the following additional information from the facility's risk manager: the reason for the patient's CT scan was that the patient had a change in level of consciousness. The rm indicated that they do not document in the medical record which fluids are running in which pump, but indicated that the two medications infusing (one in each pump) were normal saline at 80cc/hr and amiodarone at 16.67 ml/hr/0.5 mg/min. The rm indicated that one of the pumps involved was in adult mode and the other in guardian mode. The pumps had been plugged in prior to transport but the patient did go get a CT scan on 3 different occasions on the date of the event. The rm also indicated that the pumps had been infusing, the failure code occurred, and the pumps shutdown and would not infuse the medications. The rm did confirm that there was no effect on the patient status, no patient injury, or medical intervention involved due to the event. There is no further information available.

Manufacturer narrative:
(B) (4)the device has been received for evaluation of interruption of delivery during patient therapy, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4) the correct uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. (B) (4).

Event description:
Alleged the head section will not rise using either siderail.

Manufacturer narrative:
A baxter service technician evaluated the pump and confirmed the customer reported condition of "570:320:654:0000 failure code (fc)". Fc 570:xxx, will occur if the batteries are discharged to a potentially damaging level which is consistent with the events found in the history. In addition the batteries will not hold a charge. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software version is 4.03.00 and will be categorized as unremediated.